Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a family member that during use of the cardiac resynchronization therapy pacemaker (crt-p) the patient was admitted to the hospital for an magnetic resonance imaging (MRI). It was stated by a family member ¿following the MRI everything started crashing going haywire, chest swell significantly, there seemed to be blood pooling by the ribcage where the pacemaker was located and was bleeding out somewhere.¿ additionally, it was stated ¿when they installed it, they said there was a problem with the wiring. The patient went for an ultrasound, they said they readjusted everything working with 2 wires instead of the 3". It was reported the patient experienced an infection from unknown cause. The patient died approximately seven days after the MRI procedure. Additional information has been requested and has not been received.